Event description:
It was reported that after the ablation procedure was performed with dynamic xt electrode catheter, the patient experienced a pericardial effusion. Drainage was performed. The physician believes that the coronary sinus got perforated. The patient was transferred to another hospital for further surgical procedures. The device is not expected to be returned for analysis as it has already been disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.